Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: october 7, 2014. A review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot kr94355, is corresponding to the specifications. The hardness was measured at the time of the manufacturing to be between 48.1-48.4 hrc and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a pair of bending/cutting pliers was missing a piece and would not function/cut during a surgical procedure. The customer confirmed that the metal piece discovered in a washing basket the week prior to the surgery was part of this device/instrument. No surgical delay was reported. No additional information available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation shows that a carbide insert of the wire cutter is fallen out. The visual inspection has shown no other damages. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, the exact cause of this occurrence as no detailed clinical information is provided and not all involved parts were available. It is likely that a mechanical overload situation during use lead to the complained issue. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.